Event description:
It was reported is that the lead had a lot of short v-v intervals and some noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the helix of the lead was extrinsically compressed and the outer insulation of the lead was extrinsically melted but not breached. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. The lead was returned with minor explant damage. The lead was returned with the helix compressed. Performance data was also collected from the device and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was indication of oversensing due to non-physiologic signals/sic (sensing integrity counter), and visual summary analysis of the lead indicated apparent explant damage. It was noted that lia triggered on (B)(4) 2013 due to meeting the conditions for nst and abnormal lead impedance. Max vpace impedance rises from an approx. Baseline of 550 ohm the week ending (B)(4) 2013 to 1197 ohm the week ending (B)(4) 2013.